Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "the impact of endourological experience on flexible ureteroscopy outcomes and performance at different levels of expertise:retrospective multifactorial analysis". The literature reported the result of 416 patients of the flexible ureteroscopy (furs) procedure using olympus uretero-reno videoscope urf-v or karl storz uretero-renoscope flex-x2 from september 2013 to june 2017. In the subject cases, urinary tract infection occurred in 3 patients. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc will submit a medical device reports (MDR) depending on the event type.